Event description:
On october 26th, 2010, a customer reported that on (B)(6) 2010 at 10:30 pm, he received a reading of 200 mg/dl on his freestyle lite blood glucose meter and thought the reading was higher than he felt. The customer also reported that after receiving the reading, he took 80 units of long-acting insulin and then lost consciousness. The paramedics were called and the customer was reportedly treated with a sublingual glucose gel. In addition, the customer reported he ate food and drank orange juice to counteract the event. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.